Event description:
It was reported that the reservoir leaked insulin into the insulin pump reservoir compartment. Caller stated that the customer had the infusion set and the reservoir for 11 days because she is out of supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.